Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up an alert for high, out of range, high voltage lead impedance was observed. Decrease in rv sensing was also noted. The patient will be monitored with the patient notifier disabled.